Event description:
It was reported the instruments were used during a thoracoscopy. It was reported both instruments would not lock on the lung tissue. The procedure was completed with an ez35w. There was no consequence to the patient.